Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and motor tests. No motor error alarm was noted. The insulin pump had a cracked case at the display window corner, cracked display window, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states they have been having a lot of lows in the 50mg/dl to 60mg/dl range. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot, and the drive support cap was noted to be flushed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.